Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date/lot number - unknown. Date implanted - unknown. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent left knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to wear of the polyethylene tibial bearing. The tibial bearing and locking bar were removed and replaced.